Event description:
The customer reported false positive alinity total b-hcg results for multiple patient samples. The following data was provided (reference range: < /= 5.00 iu/l is negative, >/= 25.00 iu/l is positive, > 5.00 and < 25.00 iu/l is grayzone): sid (B)(6) (23-year-old female): initial result = 41.65 iu/l; repeat result = < 2.3 iu/l. Sid (B)(6) (29-year-old female): initial result = < 2.3 iu/l; rerun 60.78 iu/l; rerun on ai20484 = < 2.3 iu/l there is no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: sid (B)(6) and sid (B)(6) (2 different patients). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-30 that has a similar product distributed in the us, list number 07p51-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity total b-hcg results for multiple patient samples. The following data was provided (reference range: < /= 5.00 iu/l is negative, >/= 25.00 iu/l is positive, > 5.00 and < 25.00 iu/l is grayzone): sid 4101308 (23-year-old female): initial result = 41.65 iu/l; repeat result = < 2.3 iu/l. Sid 4101255 (29-year-old female): initial result = < 2.3 iu/l; rerun 60.78 iu/l; rerun on ai20484 = < 2.3 iu/l. There is no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing of a retained reagent kit lot 45628ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I total b-hcg reagent in the field was reviewed using data gathered from customers worldwide. Median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 45628ud00 was identified.

Event description:
The customer reported false positive alinity total b-hcg results for multiple patient samples. The following data was provided (reference range: < /= 5.00 iu/l is negative, >/= 25.00 iu/l is positive, > 5.00 and < 25.00 iu/l is grayzone): sid (B)(6) (23-year-old female): initial result = 41.65 iu/l; repeat result = < 2.3 iu/l. Sid (B)(6) (29-year-old female): initial result = < 2.3 iu/l; rerun 60.78 iu/l; rerun on (B)(6) = < 2.3 iu/l. There is no impact to patient management reported.

Manufacturer narrative:
A1: patient identifier: sid (B)(6) and sid (B)(6) (2 different patients): all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-30 that has a similar product distributed in the us, list number 07p51-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. H4 - device mfg date = initial: 2/19/2023 was a typographical error. The date was updated to 2/9/2023.